Manufacturer narrative:
The technician found the brake linkage was broken. He used a brake/steer upgrade to repair the stretcher.

Event description:
Information received indicates the brake is not working at the foot end of the stretcher.